Manufacturer narrative:
The 510k number provided in section is for the domestic similar product. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The reported feedback suggests that there is contamination. While using the infusion set , fluid was observed coming out of two holes at the end of the infusion set. There are no indications of serious injury to the patient or user as a result of this incident.